Event description:
Reportedly, during the follow-up of (B)(6) 2014, the programmer user interface froze during a threshold test. The physician had to reboot the programmer.

Event description:
Reportedly, during the follow-up of (B)(6) 2014, the programmer user interface froze during a threshold test. The physician had to reboot the programmer.